Event description:
One year old male with medical history of transposition of the great arteries and ventricular septal defect underwent a rastelli procedure using a 16mm pulmonary homograft and goretex tube extension and ventricular septal defect repair on 03/26/1991. On 11/07/1997. Pt had valve explanted due to calcification. The operative report notes the leaflets were no longer functional. The valve was replaced with a 21mm pulmonary homograft.